Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side ¿biocell replacement¿ and "rupture." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, wear abrasion, and crease fold. A microscopic analysis was performed which identified: crease sharp broken on anterior and stress marks. Based on the device analysis the final assessment is: crease sharp broken on anterior assessed as fold flaw opening. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported right side ¿biocell replacement¿ and "rupture." Device was explanted.